Event description:
Patient presented to the physician with swelling and fluid coming from the ipg incision site. Physician prescribed antibiotics and cultured the area. Culture returned positive for staph infection. Physician added a second oral antibiotic and will monitor the patient. This resolved the issue.

Event description:
Patient presented back to the physician with an open wound. Physician started the patient on oral antibiotics and cultured the area.

Event description:
Patient presented back to the physician with oozing and signs of infection at the ipg site. Physician brought the patient into the or and removed the inspire components.